Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent a gastropexy for an unspecified indication. The patient reportedly developed an abscess approximately one month following the procedure. The physician observed a portion of suture within the tract and reports that the anchor remained in-situ. The physician will do further imaging to confirm with a possible referral to endoscopy for device retrieval. The observed suture was removed by trimming and the abscess was drained. No further patient or event information was provided.

Manufacturer narrative:
Investigation - evaluation a review of the drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.